Event description:
Customer received a blood glucose readings of 426 mg/dl. Customer dosed medication based on reading and accidently dosed 55 units of novolog instead of 5 units. Customer retested blood glucose and received readings of 280 mg/dl and 169 mg/dl. Customer called the paramedics because of dosing 55 units. Paramedics gave the customer a dextrose IV. A request was made for the return of the suspect device and replacement product was sent.